Manufacturer narrative:
The device was received for evaluation. Visual inspection and a pressure test was performed which showed a leak at the dialysate port and dialysate port was cracked. The reported condition was verified. The probable cause of the condition is due to shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex hf20 set ckt is similar to prismaflex hf20 set. Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex hf20 was leaking from the filter. The leak was observed during priming prior to patient use. There was no patient involvement. No additional information is available.